Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with episodes of hyperglycemia and hypoglycemia while using the ilet, noting that meal announcements were ¿less/more than usual¿ most of the time and that she snacks rather than eating large meals. Symptoms included high and low blood glucose. Outcomes included no hospitalization, no alerts or alarms reported, and completion of troubleshooting and education. Investigation included review of device data and user report, along with customer education on proper meal announcement selection. Investigation of this case revealed no device malfunction and indicated user technique as the likely contributor, as frequent selection of ¿less/more than usual¿ influences insulin dosing and can lead to mismatch when snacking patterns are present. It was concluded, based on previously established findings for similar reports, that the cause was use error due to meal announcement behavior, with recommendation to use ¿usual¿ more often and to consult a healthcare provider regarding snacking patterns.